Event description:
It was reported that the pump touchscreen timed off sooner than expected. Customer's blood glucose was 300 mg/dl. During troubleshooting with tandem technical support, the touchscreen timeout was working as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.